Manufacturer narrative:
Gtin number for item: 2000e, lot: 17055412 is (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient in infusion clinic for c6 d8 nab-faclitaxel, gemcitabine, and cisplatin. At the beginning of the last infusion of the day (cisplatin), infusion rn noted very small amount (estimate less than or equal to 5ml) of liquid on infusion line on floor by patient's chair (none on patient). Liquid appeared to be oozing out between smartsite needle free valve that is attached to the clave port on the primary plum set. Rn stated that she had tested all connections prior to starting chemo, and all were tight. No problems noted as different chemos were administered through the port until the beginning of cisplatin. She suspected that the smartsite needle free valve may have cracked or failed due to the number of manipulations. Unfortunately, the leaking tubing setup was not saved for evaluation. All tubing and the empty bag were collected into a chemo transport bag by the nurses, and placed in a black plastic chemo waste container. Evs was called to clean the spill. Evs used one pair of purple gloves, no gown or protective footwear, and mopped first with oxivir five16, and then stride citrus hc neutral cleaner and then a water wash." The reporter stated, "after conferring with the rn today who had the patient, I can now state that the patient did not get any of the leaking cisplatin on his body, and no medical intervention was needed."